Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01086. It was reported that air was noted in the device and an air embolism occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system (was) was positioned in the laa. A 21mm watchman laa closure device & delivery system (wds) was selected. During insertion of the wds into the was the patient experienced st elevation due to an air embolism identified on fluoroscopy. A pulsative air column was noted in the wds at the valve. The patient was administered saline and 2 mg dormicum. The watchman laa closure device was deployed, partially recaptured and then deployed again. The second deployment was too proximal, therefore, the device was fully recaptured and removed from the patient. The st elevation resolved per electrocardiography (ECG). A second 21mm wds was advanced and the closure device was deployed. No recaptures were necessary. The closure device was successfully released; it was placed distal to and spanned the entire laa ostium with a complete seal noted. There were no further patient complications reported. There were no neurological problems. The patient's condition was stable.